Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. FDA medwatch report mw5151768.

Event description:
Allergan aesthetics received a report from FDA (mw5151768) of a patient who received coolsculpting treatment to the abdomen, flanks, and arms and may have presented with paradoxical hyperplasia (ph). Note - medwatch ID #mw5151768 - foi. Documentation states the patient prevousily reported the pah complaint and had it corrected, yet there is no identifying markers as to who the patient is.